Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a chronic hemodialysis kit. Signs of use in the form of biological material was observed on the juncture hub. After failing functional testing (see below), a small crack was observed on the hub of the arterial extension line. Visual analysis revealed that the crack was adjacent to the threads. Microscopic examination confirmed the damage and revealed that the crack seems consistent with damage due to repeated over tightening on the luer hub. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp." When flushing the arterial line, water was observed leaking out of the crack in the luer hub. No defects or anomalies were observed when flushing the venous extension line. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed, and a past non-conformance was identified. The non-conformance was initiated for batch #'s 13c20e0516, 13c20e1546, and 13c20e0515 in regards to swg/catheter resistance. Further analysis of this non-conformance revealed that it is a different failure mode than what is being addressed within this complaint. Therefore, it has been determined that this past finding is not relevant to this investigation. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub was cracked. The appearance of the crack is consistent with over-tightening on the luer. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.